Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated, upon return and completion of analysis.

Event description:
Boston scientific received information that this patient was hospitalized following 7 inappropriate shocks from this implantable cardioverter defibrillator (ICD). Upon review it was found that the ICD and competitor right ventricular (rv) lead exhibited pace impedance measurements that increased suddenly outside of normal limits in addition to high pacing thresholds of 3.5 v @ 1.0 ms. A revision procedure was performed at which time a new rv lead was implanted; no additional testing was performed on the chronic rv lead to determine the cause of the sudden change in measurements. The physician also replaced the ICD at that time as it had only 1.5 years remaining longevity after being in service for just over a year and questioned whether this was expected behavior. Information was later received indicating there were no instances of therapy exhaustion and no adverse patient effects were observed outside of revision.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection of the device noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not find any device characteristics that would have caused or contributed to the reported clinical observations.